Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for handling and use states in the adverse reactions: "because donor screening methods are limited, certain disease may not be detected the following complications of tissue transplantation may occur: transmission of causation of disease of unk characteristics: transmission of known infectious agents including, but not limited to hiv, hepatitis b, hepatitis c, syphilis and bacteria: immune rejection of transplanted grafts. Or loss of function and/or integrity of transplanted tissue due to resorption, fragmentation, and or disintegration including, but not limited to associated loss of continuity, displacement, bending and/ or fracture." (B)(4).